Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Dents, scratches, and cracks were seen on the insulation. The pn & the lot# etchings are not present on the instrument. The instrument failed the insulation integrity test. The probable root causes are normal wear, user misuse and improper sterilization methods. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.